Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted because the device could not be inflated. A new ipp reservoir was implanted. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate since implant. The entire ipp device was explanted and a new ipp device was implanted. There were no patient complications.

Manufacturer narrative:
Corrected information provided in b3: date of event updated.